Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia as well as insulin pump was not functioning correctly. The customer states their blood glucose level was 400 mg/dl and treated with manual injection. The customer assisted with troubleshooting. Customer stated that they had a blank screen on the insulin pump. Customer did not calling back after receiving a new battery cap. Customer stated that the chip of the threads on battery compartment. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads.